Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 300 to 400 mg/dl. The customer stated that the high blood glucose was treated by insulin pump. The customer also reported issues with the sensor. The customer's blood glucose was 187 mg/dl and sensor glucose was 153 mg/dl at the time of call. The customer declined to troubleshoot. The sensor will not be returned for analysis.